Event description:
Arthrex bone cement was opened to the field. According to the direction of the sales rep, the cement was prepared by scrub technician. Four ml of saline was added. Cement was placed in the ankle and given ten minutes to harden. After the time, cement was still not hard. Cement was left in another five minutes and still no change. Another part of the batch of cement was prepared with blood that was on the back table and after ten minutes this cement never hardened either. The cement was removed. Surgeon had to use additional cancellous chips to stabilize the ankle since this product was not working.